Event description:
A customer reported the blade was observed upside down during a procedure. There was no harm to the pt.

Manufacturer narrative:
The sample has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reported info becomes available. (B)(4).